Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back from the lifevest. There was no alleged device malfunction contributing to the irritation. Patient reported that her dermatologist told her she had an allergic reaction to the materials in the lifevest and prescribed a medication. Follow up indicated that the medication is not helping the skin irritation. Outcome of the rash is unknown.